Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the b30 error occurred due to the failure of the scope socket, and the procedure was delayed several times through multiple procedures. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source displayed the scope communication error (error code b30). The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.